Event description:
Luerlock adaptor a the end broke off.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) incomplete dpt kit. Only pressure tubings of pa line (yellow label) was returned. Tubing was broken off from bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint.